Manufacturer narrative:
Device eval by manufacturer: the complaint device was not received for analysis, however, photos were provided and were reviewed as part of the investigation. It was verified that two of the seams are torn approximately 4cm from the distal tip to the tip.

Event description:
It was reported that a sheath break occurred. The patient anatomy was calcified. An isleeve 14f was selected for use. During the insertion of the introducer sheath inside the femoral artery it was noticed under fluoroscopy that the inner liner of the introducer sheath was split. The device was removed and a new device was used. There were no patient complications and the patient status was stable.

Event description:
It was reported that a sheath break occurred. The patient anatomy was calcified. An isleeve 14f was selected for use. During the insertion of the introducer sheath inside the femoral artery it was noticed under fluoroscopy that the inner liner of the introducer sheath was split. The device was removed and a new device was used. There were no patient complications and the patient status was stable.